Manufacturer narrative:
H.6. Investigation: three mz1000 samples from lot 20045615 were received for investigation in sealed packaging. Further information provided by the customer indicates that the connection issues were identified whilst the mz1000 samples were connected to a terumo luer-lock infusion set. A visual inspection of the samples did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting each sample to a 50ml bd plastipak syringe and to a 20ml bd luer slip syringe from stock and observing for unintended disconnection; all connections were secure and did not come loose upon handling. Furthermore, fluid was flushed whilst connected to each syringe; no disconnection issues were identified during flushing. Additionally, the three samples were connected to two terumo IV sets (model numbers sa-pcc310mm and sa-pnf320um) from stock; in each instance it was noted that the connections were secure, furthermore no leakage was identified during a flush through. Attempts were then made to replicate the customer's experience of disconnection; in this instance inadvertent disconnection could only be replicated if the two products had not been fully connected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20045615 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined, no manufacturing defects were observed to the mz1000 product which could have contributed to the customer's experience.

Event description:
It was reported that 2 maxzero needleless connectors had a loose connection to their IV set during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about loose connection of mz1000 to the IV route. According to the customer's report, the connection of mz1000 with the IV route became loose, resulting in a failure of proper connection." "Male luer on the infusion set was connected female luer of mz, then the customer found this defect."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 maxzero needleless connectors had a loose connection to their IV set during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about loose connection of mz1000 to the IV route. According to the customer's report, the connection of mz1000 with the IV route became loose, resulting in a failure of proper connection." "Male luer on the infusion set was connected female luer of mz, then the customer found this defect."